Event description:
On november 1, 2019, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(6) alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that on the morning of (B)(6) 2019, the patient obtained an inaccurate high fasting blood glucose result of ¿455 mg/dl¿ with the subject meter. The patient manages his diabetes with self-adjusted insulin (insuman comb 25; 25 units in the morning and 10-12 units in the evening). In response to the elevated result, the reporter claimed the patient increased his morning dose of insulin to 28 units. The reporter claimed no symptoms were experienced by the patient during the day. The reporter stated that before dinner on (B)(6) 2019, the patient tested his blood glucose with the subject meter and obtained an inaccurate high result of ¿between 450 to 500 mg/dl.¿ in response to the elevated result, the reporter claimed the patient increased his evening dose of insulin to 18 units. After the evening dose, the reporter claimed the patient developed symptoms of ¿dizziness and felt sleepy¿. The patient was reportedly taken to hospital where his blood glucose was measured at ¿40 mg/dl.¿ the reporter claimed the patient was treated in hospital with IV glucose and was discharged after 2 hours. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after taking extra insulin based on alleged inaccurate high results obtained with the subject meter.